Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was chronic high impedance on the right ventricular lead. The measurement was taken in the clinic and revealed no anomalies. No intervention was performed and the patient was stable and will continue to be monitored.